Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a company representative and a healthcare provider (hcp) regarding a patient receiving intrathecal morphine (concentration 30mg/ml; dose 6.489mg/day) via an implantable infusion pump. The patient was also prescribed pa boluses via the personal therapy manager (ptm). As of (B)(6) 2015 the patient was hospitalized. The patient had severe pain in her back. The patient had a peripherally inserted central catheter (PICC) line on the right side and the left arm had several deep vein thromboses (dvt's). It was also reported that the patient was septic. The pump was interrogated and it was found that the pump was due for a refill on (B)(6) 2015. The pump was to be refilled with the same drug but a different concentration of 10mg/ml and the dose was to remain the same. The event date was reported as (B)(6) 2015. As of (B)(6) 2015, the patient remained hospitalized. No device malfunction was alleged. Patient outcome was unavailable at the time of the report. Additional information has been requested but was not available at the time of this report.